Event description:
A report was received that the patient had a reaction to the suture material being used during a previous surgery. The reaction caused by the sutures could have led to a potential infection if not addressed. The ipg site at the left flank and lower right abdomen were the areas of concern. The patient underwent a revision procedure to remove the sutures. During the removal of the sutures at the ipg site, the physician cut a lead that was then disconnected from the ipg and was replaced with a port plug. The rest of the lead was left in the body, and the physician planned to replace this lead in the future. The sutures were removed, and the site was closed. The physician believed that the reaction was not related to the device but rather a result of the sutures being used.

Event description:
A report was received that the patient had a reaction to the suture material being used during a previous surgery. The reaction caused by the sutures could have led to a potential infection if not addressed. The ipg site at the left flank and lower right abdomen were the areas of concern. The patient underwent a revision procedure to remove the sutures. The sutures were removed, and the site was closed. The physician believed that the reaction was not related to the device but rather a result of the sutures being used.

Manufacturer narrative:
Additional information was received that the physician is still treating the patient with antibiotics. The patient continues to complain of swelling and pain. The physician assessed the appearance of the wounds and it looked normal with no signs of infection.

Event description:
A report was received that the patient had a reaction to the suture material being used during a previous surgery. The reaction caused by the sutures could have led to a potential infection if not addressed. The ipg site at the left flank and lower right abdomen were the areas of concern. The patient underwent a revision procedure to remove the sutures. The sutures were removed, and the site was closed. The physician believed that the reaction was not related to the device but rather a result of the sutures being used.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to suspected infection at the pocket site. Patient¿s symptoms include pain at the ipg and lead sites. The physician believed that the suspected infection was not device or procedure related. During the procedure, the physician did not see any sign of infection but explanted the system out of precaution. Additional suspect medical device component involved in the event: model #: sc-2366-50 serial #: (B)(4): description: linear 3-6 lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a reaction to the suture material being used during a previous surgery. The reaction caused by the sutures could have led to a potential infection if not addressed. The ipg site at the left flank and lower right abdomen were the areas of concern. The patient underwent a revision procedure to remove the sutures. The sutures were removed, and the site was closed. The physician believed that the reaction was not related to the device but rather a result of the sutures being used.

Event description:
A report was received that the patient had a reaction to the suture material being used during a previous surgery. The reaction caused by the sutures could have led to a potential infection if not addressed. The ipg site at the left flank and lower right abdomen were the areas of concern. The patient underwent a revision procedure to remove the sutures. During the removal of the sutures at the ipg site, the physician cut a lead that was then disconnected from the ipg and was replaced with a port plug. The rest of the lead was left in the body, and the physician planned to replace this lead in the future. The sutures were removed, and the site was closed. The physician believed that the reaction was not related to the device but rather a result of the sutures being used.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead. 50cm model #: sc-2366-70 serial/lot #: (B)(4), description: linear 3-6 lead, 70cm.

Manufacturer narrative:
Additional information was received that the physician treated the patient for possible infection at the ipg site. Direct antibiotic injection was administered into the pocket site and oral ciprofloxacin antibiotic was prescribed. The patient reported that the ipg site was better.